Event description:
At the start of the laser microlaryngoscopy procedure, it was noted by the doctor that the laser tube was leaking air distally on the metal tube. The patient was re-intubated. The tube was sequestered and given to materials. This is the second time this has happened. The tubes have the same lot number. Item: laser oral tracheal tube, covidien shiley 5.5 ref# 86395, lot# 202111427x. The first episode of a leaking laser endotracheal tube occurred on (B)(6) 2022. Manufacturer response for perioperativelaser oral tracheal tube, perioperativelaser oral tracheal tube, covidien shiley 5.5 (per site reporter) scheduling a call with or leadership and mfg rep to discuss as this is a critical product that impacts safety at a high level.